Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was hospitalized and the CT scan revealed small amounts of recent, scattered subarachnoid hemorrhage. There was minimal recent intraventricular hemorrhage in the posterior horn of the left lateral ventricle, and asymmetric prominence of the left foramen ovale. It was also reported that the patient had a supratherapeutic inr at the time of the event. The anticoagulants at the time were aspirin and warfarin.